Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the proximal end in the housing, likely causing failure of proper grip tension at the distal wrist. Additional observation related to complaint: the instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive precise motion test. A clip test was performed and failed.

Event description:
It was reported that prior to a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument had a broken and/or loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not hold the clip. No clip(s) fell inside the patient during the procedure.